Event description:
Patient revision due to decrease movement and increase pain.

Manufacturer narrative:
The device associated with this report was not returned. The DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, it there was no deviation or failure investigation report. Based on the analysis of depuy frances bioengineers, the origin of the complaint lies in the configuration. When the delta xtend is used in an anatomic configuration (with a cta head), the range of motion is inferior than the reverse configuration as its keeping the initial biomechanics. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.